Event description:
It was reported patient underwent a right hip revision approximately 13 years post implantation due to pain, bursitis, limp, elevated metal ions. During the procedure the surgeon reported altr, pseudotumor, metallosis, with corrosion and muscle tendon ruptures. Head and liner were exchanged without complications. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202- femoral head sterile product do not resterilize 12/14 taper- 60988023; 00771101500- femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 15; standard offset- 60819299; 00620005622- shell porous with cluster holes 56 mm o.d.- 60947319; 00625006535- bone screw self-tapping 6.5 mm dia. 35 mm length- 60952882; 00625006540- bone screw self-tapping 6.5 mm dia. 40 mm length- 60918150. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00324, 0001822565-2021-02908. Reported event was confirmed via medical records reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.